Event description:
The customer notified physio-control that their device had stopped functioning. There was no additional information provided regarding specifics of the reported issue. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control was able to contact the customer and receive clarification on the reported issue. The customer advised that during routine preventative maintenance on their device they discovered that the unit would no longer charge and, as a result, could not defibrillate if necessary. The customer further advised that the device has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control has attempted to contact the customer several times regarding the reported issue and no response appears to be forthcoming. The customer has not returned the device to physio-control for evaluation. The cause of the reported issue cannot be determined.